Event description:
It was reported that a patient, who had right rtsa, underwent a revision procedure. The patient reported having pain since their surgery. They indicated that no injury had occurred. It was observed that the baseplate and glenosphere were dislodged from the glenoid. The glenoid components, humeral tray, & liner were removed. The construct was converted to a hemiarthroplasty. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. Device migration was observed. The explanted devices are not available for return. A photo of the devices was provided. Prosthesis wear was observed. No further information. This is 1 of 2 reports for this event.